Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in its reset. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support again if the issue reappeared.